Event description:
It was reported that bd alaris smartsite extension set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that while connected to a patient in the or under anesthesia, there was a disconnect from just prior to the most distal connection report on the manifold and blood poured from the patient out of the line down to the floor while IV fluids poured from the other side onto the floor. There was no undue pressure on this IV line, it was hanging down by gravity at the end of the bed and looping up to the IV bag on a pole.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.